Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that one of three prongs is indeed broken off. We acknowledge that this is a rather delicate design but we suppose that simply too much mechanical force was applied and caused the breakage. Please keep in mind that the force from the handle to the tip is enormous. No product fault could be detected. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that one of the three prongs at the tip of the holder for bone graft harvesting set (387.657) has broken off. This is report 1 of 1 for complaint (B)(4).